Manufacturer narrative:
It was reported that spaceoar was implanted along with calypso beacons on (B)(6) 2018. The implant appeared to be in the expected location from follow up CT imaging taken 1 week following the procedure. The patient completed radiation therapy without incident. Approximately 3 months following the procedure in (B)(6) 2019, the patient went to the emergency department presenting with abdominal pain and signs of septicemia. A CT scan was performed which appeared to show a walled-off abscess between the rectum and prostate. Augmenix medical advisor recommended an MRI and an evaluation of the drainage to the treating physician. At this time, it is unknown if an MRI was performed or an evaluation of the drainage. The treating physician stated to augmenix medical advisor that she intends to drain the abscess. Device history records for lots shipped to the site were reviewed. Review of the device history records indicate that the devices were manufactured to specification. All sterilization requirements were met. The root cause of the patient's possible abscess and infection could not be determined from the available information.

Event description:
It was reported that the patient developed a possible abscess and infection approximately 3 months after a procedure to place spaceoar and calypso beacons.